Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the setscrew marks on the connector pin were too proximal. Visual analysis of the lead indicated damage at implant. The analyst noted the lead electrical test results were passed. No insulation breach or conductor fracture was found. There are two sets of setscrew marks on the is-1 pin. One set of setscrew marks on the is-1 pin is too proximal and one set is in the correct position. It cannot be determine when but, at some time, the lead was not fully inserted into the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the low voltage pacing lead exhibited undefined impedance, qualified as high. The lead was explanted and replaced. No patient complications have been reported as a result of this event.